Manufacturer narrative:
Zimmer biomet complaint: (B)(6). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. Based on device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. The strike plate on the shoulder tray impactor fractured off as stated in the complaint. Product likely failed due to excessive and off center strikes on the impactor plate. The strike plate on the instrument also shows signs of wear and tear from usage. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total reverse shoulder arthroplasty, in which competitor products were used to complete the procedure. Subsequently, patient was revised due to infection. During the revision, when the surgeon was impacting the baseplate, the strike plate fractured off of the impactor handle. The implant was already fully seated when the impactor fractured, so the use of another impactor was not necessary to complete the procedure. No pieces fell into the patient. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reevaluating the investigation of the reported event, it was determined to be not reportable. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.